Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.